Manufacturer narrative:
Reliability analysis evaluated three sealed reservoirs, and performed testing. The reservoirs passed per inspection with no air bubbles found. Checked o-ring for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer's mother reported via phone call indicating that they found air bubbles in their reservoir compartment of the customer's insulin pump. The patient's blood glucose level was unknown. The caller stated that the air bubbles only occur from on particular box of reservoirs. The customer stated that they do not have the air bubbles with reservoirs from another box. The customer would like to have the faulty box of reservoirs replaced. The customer was sent new reservoirs.